Event description:
A review of literature disclosed three cases of rod migration to the lower extremities. Two of these cases involved depuy spine products. Patient implanted with spinal fixation in 2003 for scoliosis. Images taken in 2007 revealed a spinal rod migrated out of the construct, and was in the pelvic region. The patient is asymptomatic and is being monitored.

Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. The spine journal vol. 9 (2009) e9-e12. Anterior scoliosis rod migration to the lower extremity. K.e. Wood et al.